Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was removed, there was no suture attached to the needles. The device was removed over a guide wire and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Event description:
During a follow-up call to a home patient (hp) regarding starting over with new supplies due to a system error 2201, the hp reported that she changed out the supplies and the home choice (hc) alarmed again. The patient stated she completed therapy using manual supplies; however, she was stressed out about the alarms which resulted in a heart attack. Reportedly, the patient was hospitalized for three days. The patient indicated that she had the homechoice device swapped and the new device was working perfectly. During a follow up call to the facility nurse on (B)(6) 2010 , the nurse stated that the hp was diagnosed with takotsubo cardiomyopathy. The nurse related that the husband had told them that the alarms the patient had on her homechoice had kept her awake at night and she had little sleep. The nurse stated that the patient and her husband feel that the device caused the patient to have a heart attack.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the anterior needle tip remained engaged with the anterior cuff and the anterior and posterior cuffs remained attached to the link. Although the posterior cuff was out of the posterior portion of the foot pocket, the posterior cuff tabs remained undisturbed, indicating that a posterior needle-to-cuff miss occurred. A needle strike mark was not found on the foot. During the testing, the needle plunger was inserted resulting in acceptable needle trajectory, needle depth, and push mandrel travel. Based upon the investigation findings, the most probable root cause for the posterior needle-to-cuff miss is needle deflection during needle plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.